Manufacturer narrative:
Batch review performed on 16-june-2025: lot 1908462: (B)(4) items manufactured and released on 10-02-2020 expiration date: 2025-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a revision surgery was performed four and a half years after the primary total hip arthroplasty (tha) due to aseptic stem loosening. Pre-revision radiographs revealed abnormal cortical remodeling in the proximal femur, particularly around the distal portion of the stem. The radiographic appearance raises the possibility of a periosteal reaction, although the underlying cause remains unclear. For example, no clinical or historical evidence of infection has been reported. Aseptic loosening is a well-documented complication in the literature, often with multifactorial or unclear etiology. Even in this case, the precise cause of the failure remains difficult to determine based on the available information. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Patient underwent primary thr in 2020 and soon reported pain. During followup, xrays modification of the femural bone were noticed predicting a possible stem mobilization. On (B)(6) 2025, the stem was confirmed as mobilized and revised. M-vizion stem implanted and liner revised with dm converter to improve rom. Surgery completed successfully.